Manufacturer narrative:
(B)(4). Foreign source: japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Currently still implanted.

Event description:
It was reported that 2 months post-implantation, it was confirmed by x-rays that the lag screw was sliding to outer side. The surgeon will continue to monitor the patient's condition. Revision surgery is not currently planned. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2- japan. This follow-up report is being submitted to relay additional information. As no product was returned, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. Based on the available information, it is not possible to determine the root cause for this issue. A further and more comprehensive investigation was carried out, which determined that no potential corrective and/or preventive actions are required. This decision was based on the conclusions from literature review, complaint review from hcp, and current acceptable performance of the znn fortis with tls. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During the investigation the severity was changed from s1 to s2: tls backed out. No further event information available at the time of this report.